Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport. The procedure involved puncturing a vein and placing the port on the right chest wall. Following the operation, a chest x-ray was taken for positioning verification. During fluid injection under dsa imaging, a catheter leak was identified. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows a clinician holding a port attached to a catheter. The clinician is noted to be injecting fluid in the port septum using an external syringe by closing the distal end of the catheter. The leak was observed in the catheter tube. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with breast cancer underwent a port placement procedure using the powerport. The procedure involved puncturing a vein and placing the port on the right chest wall. Following the operation, a chest x-ray was taken for positioning verification. During fluid injection under dsa imaging, a catheter leak was identified. There was no reported patient injury.